Manufacturer narrative:
Product complaint # (B)(4). Device not returned. This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm if the patient suffer from any consequence due to the issue (breakage suture)? If yes please clarify. None. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) 2021 and suture was used. During the procedure, the suture brooke while sewing the myometrium of the uterus. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.